Event description:
A telephone call was received from the patient stating that he is unhappy with the outcome of his cataract surgery. His procedure is one month post-op. The patient has no clarity and stated that he can't be refracted to get clarity. The patient stated that none of the multifocal aspects of the lens are working. In addition, the patient has halos and glare. The physician is talking about explanting the lens. The patient has a brother and sister who are doctors and his brother would like to speak with amo's senior medical director. The patient would like a return call as soon as possible. Follow-up information: the patient received follow-up calls from abbott medical optics to assist him. The patient obtained a second medical opinion whereby it was decided to explant the lens on (B)(6), 2012 and was understood that the patient would receive a monofocal lens as a replacement. Additional information was received from the explant facility stating that the lens may be available for evaluation. The lens has not been received for evaluation at the time of submitting the medical device report.

Manufacturer narrative:
The intraocular lens was received and measured for diopter. Results showed the lens measure 14.5 d and is correct as labeled. The iol met all specifications for optical properties. Visual inspection of the optic found no deviations. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens was not received for analysis at the time of submitting the medical device report. Prior to release to market the intraocular lens met all manufacturing specifications. The manufacturing record review indicated that the production order was manufactured per specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Corrected data from initial report: (B)(6) 2012. All pertinent information available to the manufacturer has been submitted.